Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. The customer changed the cartridge and infusion site to address the alarms. Blood glucose elevated to 523 (mg/dl) with ketones and was addressed with boluses. The customer resumed insulin delivery.